Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pump resets, which appear consistent with electrostatic discharge (esd) events. The submitted log files collectively contained data from (B)(6) 2021 ¿ (B)(6) 2021. A total of three pump reset events were captured on (B)(6) 2021 and (B)(6) 2021. The pump reset events appeared to be associated with esd events. The pump reset on (B)(6) 2021 at 09:13:59 was associated with an activated internal communication lvad fault. This lvad fault resulted in brief parameter blanking and remained active until the driveline was disconnected and reconnected on (B)(6) 2021, at which point it resolved. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was manufactured with the esd hardware improvement (motor s/n (B)(6)). The implant kit was shipped on 02apr2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file captured an lvad fault alarm on (B)(6) 2021 due to a pump communication error. The lvad fault caused the actual speed to default to 5000 rpm. Pump resets were also captured on (B)(6) 2021 which were caused by electrostatic discharge events. After the pump reset on (B)(6) 2021 an lvad fault occurred. A second set of log files showed that the lvad fault cleared after the power cycle of the pump.